Event description:
Boston scientific received information that this right atrial (ra) lead was observed to be dislodged during an elective procedure to upgrade the device from a pacemaker to an implantable cardioverter defibrillator (ICD). As a result the lead was capped and successfully replaced with a new ra lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.